Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited an inappropriate mode switch due to noise oversensing. No intervention was performed and the patient will continue to be monitored.